Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 implantable pacing lead, (B)(6) 2010; 407652 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there was a question as to why the device reached rrt (recommended replacement time) so soon. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.